Event description:
In late september, the two and one half foot electric cord that connects the motor to the control switch on the armrest shorted out, producing sparks. The reporter had an electrician splice the cord back together. On 10/5/99, the cord burst into flames approx 10 inches above the spliced area at the reinforced insulation. The way the cord is designed, per the reporter, there is an increased fire risk because the point of connection between the motor power cord and the extension cord from the control switch is located in the magazine pocket of the lift. The fire was small and put out by the pt's son. The pt received only a minor burn to his stomach from radiant heat and no treatment was sought. The reporter is primarily concerned because when he spoke to the MFR he was informed that the switch in question had been redesigned and replaced in "all" lifts two years ago. Since he had not been informed of the replacement he "figures other people don't know either" and this could happen to them.